Event description:
It was reported that the surgeon inadvertently inserted a micl12.6 implantable collamer lens upside down. The lens was removed and the back up lens was successfully implanted without any pt injury. The reporter indicated the incident was due to a user's error.

Manufacturer narrative:
Lens inserted upside down.